Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that post procedure, after a successful pulmonary vein isolation procedure, the patient experienced chest pain and discomfort with acute appearance of pericarditis on ECG. The patient was treated with pain medication. No further information is available. The catheter is not expected to return as it was disposed.